Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that a portion of the patient¿s pocket and midline incision sites popped open. The patient underwent debridement and the physician closed and bandaged the wound. The physician did not suspect infection. The patient was prescribed keflex antibiotic. Upon follow-up, the wounds were still not completely closed.

Manufacturer narrative:
Additional information was received that the patient had a wound at the midline and battery incision that didn¿t heal. The physician felt that it is due to allergic reaction to the device. No device malfunction was suspected. The patient underwent an explant procedure. The wounds healed within two weeks following the explant. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a portion of the patient¿s pocket and midline incision sites popped open. The patient underwent debridement and the physician closed and bandaged the wound. The physician did not suspect infection. The patient was prescribed keflex antibiotic. Upon follow-up, the wounds were still not completely closed.